Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a thyroidectomy procedure the clips were not forming properly while using the device. No additional details were available. Procedure was completed with another device of the same product code. There were no patient consequences reported.